Event description:
Transparent radial artery band would not hold air when applying pressure to radial artery post cardiac cath. It was leaking at the air line part(distal) attached to the transparent radial artery band. Needed to open a new band and re-apply to control bleeding. Transparent radial artery band trb24-reg lot#0000318689.

Event description:
Transparent radial artery band would not hold air when applying pressure to radial artery post cardiac cath. It was leaking at the air line part(distal) attached to the transparent radial artery band. Needed to open a new band and re-apply to control bleeding. Transparent radial artery band trb24-reg lot#0000318689.